Manufacturer narrative:
Upon receipt, the lead under complaint was found capped 12cm distal to the is1 connector pin. All lead fragments were returned for analysis. The performance of the lead fragments was scrutinized, including a visual inspection. Approximately 32cm proximal to the lead tip the lead body was found squeezed and deformed, which is assumed to be the root cause of the reported oversensing. The insulation damage in this area was consistent with a crushing type of movement. Due to the location and type of damage, analysis determined it was likely caused by entrapment in the clavicle first rib region. Further damages such as cuts into the insulation (12cm distal to the is1 connector pin), a deformed rv shock coil, a bent fixation helix and a fractured conductor cable leading to the rv shock coil (10cm proximal to the lead tip), most likely occurred during the extraction procedure. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 101 months ventricular oversensing was reported.